Event description:
Review of cta¿s from 8.5 years post-implant confirmed that the aneurx bifurcate is currently positioned 2-3cm below the renal arteries. The infrarenal neck is angulated 75deg l-r and 40 deg p-a to the aneurx aortic body. The proximal stent graft od is 26x27mm, and the aortic diameter at this location is 38mm, which is also near the location of the maximum diameter aaa. No clear endoleak is seen however it is possible that the aaa may be pressurized. The ipsilateral limb is currently positioned within the left common iliac, and the contralateral limb and extension is within the right common iliac artery. Both limbs are patent. The cause of the stent graft migration is unknown. Pre-implant and earlier post-implant films were not available for return. It is possible that disease progression with neck dilation and angulation may have contributed.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. Currently the aneurysm is 44 mm in diameter. It was reported that a follow-up CT scan on an unknown date showed the aneurx bifurcated device migrated distally and it is approximately 2-3 cm from the lowest renal artery. The migration was attributed to neck dilatation where the neck measures 33 mm in diameter at the renal arteries and 2 ¿ 3 cm distal it is 44 mm in diameter. There was no type I endoleak and the stent graft is intact. Currently there is no intervention planned as there is nothing to treat since the aneurysm is 44 mm in diameter. The patient will be monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Exact date of event is unknown.